Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, leading to the successful start of the sensor session without the recurrence of the error.